Event description:
It was reported the pt experienced a loss of therapy. Additional information received, indicated there was no loss of therapeutic effect; the pt experienced a shocking sensation at the ipg site. No further information was available on the date of this report. Additional information has been requested.